Event description:
New information received stated that both the device and lead were explanted. Connection issue was suspected. Patient tolerated procedure well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the patient received multiple inappropriate therapies and the shocks left a red mark on the chest.

Event description:
It was reported that the patient was alerted through a vibratory alert for a high, out of range pacing lead impedance. X-ray and shock test on the lead were negative. A lead connection issue was suspected and the patient will continue to be monitored.

Manufacturer narrative:
A partial lead measuring 64.0cm was returned in two segments for analysis. The damage found sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).